Event description:
It was reported that a wax-residue was found on the plastic lid of the acetabular insert when it was opened during surgery.

Manufacturer narrative:
The investigation is in process. No additional info is available at this time.